Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl, 384 mg/dl and 482 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer reported that they treated high blood glucose level with corrective bolus. The customer stated that the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.